Event description:
It was reported that ventricular oversensing of noise was noted via merlin.net. Lead fracture was suspected. The lead was capped and replaced.

Manufacturer narrative:
A partial lead with the connector pin measuring 11.7cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.